Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2007 due to low blood glucose levels. The customer's blood glucose at the time of admission was 19 mg/dl. The customer explained that she had experienced the low blood glucose and then fell down the stairs. The customer had experienced cracks in her sacrum from falling down the stairs. The customer stated the cause of the low blood glucose was a bad cold and fever. The customer stated that she had not eaten much that morning and did not take insulin. The customer declined troubleshooting for the insulin pump because she was no longer using that insulin pump from the past. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.